Event description:
Patient's mother reported "filter that attaches to the needle needs to go back to the blue ones; the ones you are sending leak." Patient's mother stated previous filters were blue and longer, and she's back getting the filter she was having issues with. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.